Event description:
It was reported that charging port was loose on device. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, so no troubleshooting was performed and no additional information was obtained regarding the outcome of the event.